Manufacturer narrative:
(B)(4). Event evaluation: during the course of investigation, a functional test, along with a review of the complaint history, device history record, drawing, manufacturing instructions (mi), quality control (qc) and a visual inspection was conducted. The visual examination revealed that the sheath and dilator appeared to be undamaged and in good working order. A functional leak test was performed; which revealed that there was minimal leakage during insertion into the hemostatic valve, but when the dilator was removed from the sheath under pressure; the check-flo valve sprayed a little bit. This functional test confirms the customer's complaint. There is no evidence to suggest that the product was not manufactured to the correct specifications. Based on this investigation, the cause for the leakage on the returned device is unknown. Per the risk assessment conducted, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a procedure (unknown, but requested) it was noted that the valve leaked. The device was removed and switched for another device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a procedure (unknown, but requested) it was noted that the valve leaked. The device was removed and switched for another device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.